Event description:
The ins battery was not holding a full charge which has been occurring for a few months or longer. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).